Event description:
It was reported that balloon ruptures occurred. The patient underwent deep vein arterialization (dva) to connect a tibial artery and tibial vein and create an arteriovenous fistula using a non-boston scientific (bsc) arterial catheter and venous catheter. Ultrasound-guided access of right superficial femoral artery and right lateral plantar vein were performed followed by stenting of the right tibioperoneal trunk into peroneal vein using 6 non-bsc stents. Post-dilatation was performed in the right peroneal vein and right pedal-plantar venous arch laterality using two of 5.0mmx220mmx150mm sterling balloon catheters and a 5.0mmx120mmx150cm non-bsc balloon catheter. However, during dilatation at a high atmospheric pressure (atm), all three balloons popped.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 11/01/2023 as the exact event date was not reported and only information provided for the event date was november 2023.